Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020. The cause of death was cardio pulmonary. The caller stated that the customer had diabetes and other related health issues that may have led to the customer's passing. The customer¿s blood glucose was a bit high at the time of admission, but they were unsure of the levels. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The caller declined to return the insulin pump for analysis.